Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the processor pca which was replaced and since the processor was a new version, the ui cable was ordered and installed by fse, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device fails the self-test. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.